Event description:
It was reported via the russian health authority that a patient experienced pain approximately 26 months after implantation following a physical altercation and "heavy physical labor." Imaging revealed the fracture of two xia rods. Revision surgery has not been performed. This report captures the first of two rods.

Manufacturer narrative:
H3 other text : device remains implanted.